Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was able turn on with the power button; however no other buttons were functioning. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Event description:
The customer contacted stryker to report that their device was able turn on with the power button; however no other buttons were functioning. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker further evaluated the customer's device and replaced the user interface pcb assembly to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Further root cause could not be determined.